Event description:
The patient came in presenting instability due to a loose knee in flexion and the cause is unknown. About 9 months after the primary surgery, the surgeon revised the insert from a 10mm size 3 to a 14mm size 3 to address the instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 feb 2026. Lot 2305620: (B)(4) items manufactured and released on 11-may-2023. Expiration date: 19-apr-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.